Manufacturer narrative:
Concomitant medical product: 693565 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture, low impedance, oversensing and undersensing. The ra lead was extracted and replaced. No patient complications have been reported as a result of this event.